Manufacturer narrative:
The sample was discarded by the customer and is not available for evaluation. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
Baxter reported that, the port became separated from the y set, as it was being detached from the spike of the transfer set by a uv flash device. No patient injury or medical intervention was associated with this incident.